Event description:
It was reported that during a fistula angioplasty procedure, a balloon rupture, detachment and vessel perforation occurred. With the patient supine on the examination table in the x-ray angiography suite and after sterile prepping and draping of the left forearm, crossing sheath access was obtained, downgoing inflow 6f, upgoing outflow 8f crossing sheath access was obtained over non-bsc guidewires. Early bifurcation of the forearm cephalic vein to the upper arm outflow cephalic and also to the cephalobasilic and antecubital veins is seen. High-grade areas of stenosis were seen, especially in the cephalobasilic with 90% luminal diameter reduction narrowing over a length of 4 cm. Moderate-to-severe stenosis of the proximal forearm cephalic (lateral duplication) is seen with focal 80% luminal diameter reduction stenosis over a length of 2 cm. There is distal cephalic vein stenosis just proximal to the arterial anastomosis of the av fistula with a focal moderate 70% luminal diameter reduction stenosis over a length of 5 mm. There is no stenosis of the distal radial artery or at the arterial anastomosis of the av fistula. Upper arm outflow via brachial basilic and cephalic vein does not demonstrate evidence of upper arm outflow vein stenosis. There is no cephalic arch or cephalic subclavian junction stenosis. There is no left axillary, left subclavian or left innominate vein stenosis. There is no stenosis of the superior vena cava (svc). Suction thrombectomy was performed. Clots were mobilized and removed with balloon catheters, fogarty catheter and suction thrombectomy technique. Seven thousand units of intravenous heparin was given. Coil embolization of the proximal forearm cephalic, lateral branch was done with a 6 mm x 7 cm non-bsc coil. Dilatation of the cephalobasilic vein was done after this was catheterized successfully with an unspecified berenstein catheter and angled-glidewire and outflow wire was placed in the svc. Balloon dilatation with 7 mm and 8 mm gladiator balloons was done. Rupture of the vein and 8mm gladiator balloon above rated pressure was seen with some extravasation of contrast material and staying of the soft tissues with contrast. Prolonged inflation of the 7 mm gladiator balloon was performed and also inflation of the 5 mm gladiator balloon by hand across the inflow was performed to tamponade the area. Severe spasm and recoil was noted after the balloons were taken down and decision was made to deploy metallic stents. A 8 mm x 100 mm non-bsc covered stent was deployed across the proximal forearm cephalobasilic vein covering the entrance to the duplicated lateral cephalic establishing outflow in the forearm toward the basilic system preferentially. A small fragment of the ruptured angioplasty balloon was unable to be retrieved; it was successfully pushed into the proximal forearm cephalic vein and incorporated with the embolization coil. Then the inflation device was hooked up to a 5 mm balloon across the distal vein stenosis and with the balloon positioned also across the arterial anastomosis of the av fistula, the balloon was inflated. Visible waist obliterated. The balloon completely effaced at a pressure of 18 atmospheres. Flow and a thrill was restored. There were some residual clots noted in the midbody of the fistula and prolonged inflation of the 10 mm x 4 cm angioplasty balloon was performed for molding and maceration of the clots and further suction thrombectomy was performed until the fistula and the outflow was completely free of thrombus and a good strong thrill restored. At this point in the procedure, final angiography demonstrated very good angiographic result and all sheaths, catheters and guidewires were removed, and hemostasis was obtained with 3-0 nylon pursestring suture placements. Sterile dressings were applied. The patient tolerated the procedure well. No complications were observed.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).